Manufacturer narrative:
This report is part of a retrospective review and remediation efforts in response to a warning letter. Updated h9: z-0956-2020. Medtronic, inc. (Medtronic) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information in the time allotted and has provided as much information as is available to the company as of the submission date this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the FDA 3500a form and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. Medtronic objects to the use of these words and others like it because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act.

Manufacturer narrative:
(B)(4). S/w ver 3.18e. Retainer = clear. The pump was returned for diminished battery life (more that 7 days) and rejected a new battery. The following will be performed: download the pump trace/history files utilizing thus and review the downloaded trace/history files for any unexpected power/battery related alarms or anomalies near the event date and record. Generate a power management graph and review for anomalies. Perform the self test, sleep current measurement, active current measurement, and displacement test. Perform a visual inspection of the electronic assembly, motor, and force sensor for physical damage or moisture damage and conduct a visual inspection for cosmetic damage and verify that a test p-cap locks into the reservoir compartment properly. The pump passed the sleep current measurement, active current measurement, self test and displacement test. Successfully downloaded the trace/history files using thus. The power management graph confirmed the unloaded voltage (ul vlith) and loaded voltage (loaded vlith) was within spec range. No unexpected battery/power alarms or battery failed alarms occurred during testing or noted in the pump history near (B)(6) 2021 (event date). A review of the downloaded history files shows there were low battery alerts [(B)(6) 2021 at 08:54, (B)(6) 2021 at 09:56, (B)(6) 2021 09:11, and (B)(6) 2021 at 04:36]. No damage or moisture damage noted on the electronic assembly (pcba 1 and pcba 2), motor, or force sensor during visual inspection. A test p-cap does lock into place inside the reservoir compartment properly. The following were noted during visual inspection: scratched case, cracked select button keypad overlay, stained keypad overlay, keypad overlay texture damage, cracked retainer, and pillowing keypad overlay. A complete analysis and testing of the insulin pump showed that it was functioning properly and passed all functional testing. After testing it was concluded that the device operated within specifications.

Event description:
Information received by medtronic indicated that the insulin pump rejected new batteries. No harm requiring medical intervention was reported. The insulin pump will be returned for analysis.